Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified creases fold, wear abrasion, missing shell and broken crease smooth on anterior. Base on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side "patient's concern with the product. Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "patient's concern with the product. Additionally, healthcare professional reported rupture. Device has been explanted.